Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch jt8227, batch jt8233.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and reservoir was attached to a drain. In the ICU, the reservoir was unable to lock. There were no adverse patient consequences reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. All components are in place and in good condition as well as each end device function properly. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The samples do not have any broken or damaged components that could have affected its function.